Event description:
It was reported that the customer had a rewind anomaly issue about a month and a half ago when she needed to change her reservoir. Customer tried to select the reservoir set-up and it would not move forward from there. Customer realized that a temp basal had been set and after she canceled it, it worked after that. Customer was explained that a temp basal will not stop the pump from rewinding unless a bolus is being delivered. Customer stated that she uses the dual wave bolus sometimes but she did not use it that day. Customer was offered to have the pump replaced. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.